Manufacturer narrative:
An arjo representative was notified about an event involving the maxi 500 device. The patient was transferred from a bed to a wheelchair. During the final phase of transfer when the patient was lowered, the lift tipped (approximately 30 degrees) on the wheelchair, which stopped the device¿s movement. The device spreader bar hit the caregiver¿s head. As a consequence of the event, the caregiver sustained a head injury. An arjo representative who inspected the device after the event confirmed that there was no malfunction. During interview, the customer admitted that most likely the use error lead to device tipping issue. It seems that when the caregivers were positioning the lift over the wheelchair, the resident was too far to the end of the seat therefore caregivers were pulling the sling or the patient to position the patient over the wheelchair. The instruction for use for maxi 500 device contains: ¿warning: never attempt to maneuver the lift by pulling on the mast, boom, actuator or patient. Doing so could cause incidents resulting in injuries.¿ looking at the incident scenario, it has been established that a floor lift was used for patient handling at the time of the event. The device was reported to tip and in this regard, the floor lift did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the patient fell.

Event description:
An arjo representative was notified about an event involving the maxi 500 device. The patient was transferred from a bed to a wheelchair. During the final phase of transfer when the patient was lowered, the lift tipped (approximately 30 degrees) on the wheelchair, which stopped the device¿s movement. The device spreader bar hit the caregiver¿s head. As a consequence of the event, the caregiver sustained a head injury.